Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on (B)(4) 2014. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "a hole was discovered in the secondary intravenous (IV) tubing being spiked for antibiotic infusion. Antibiotic was leaking from the tubing." Upon further query the following info was provided that indicated a hole in the tubing set; subsequently, a leak was noted. The option-lok male adapter of the secondary tubing set was connected to an unspecified primary tubing set and was being used to deliver an unspecified antibiotic, at an unspecified rate. It was reported that within minutes after the start of the delivery, a small volume of solution leaked from a hole in the tubing set. No specific details were provided. The tubing set and the antibiotic were replaced and the therapy was resumed. The customer contact reported a delay in therapy; however, there were no reported adverse pt effects. No med interventions were required. No additional info was provided.